Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by an attorney that the patient underwent a partial mastectomy and axillary node dissection to the right breast procedure on (B)(6) 2018 and  a drain was used. It was reported that the patient experienced pain in her right breast and around the surgical wound. It was reported that on (B)(6) 2018 the patient was diagnosed with a postoperative hematoma. The surgical wound was aspirated and the drain tubing was removed from the surgical site. It was reported that a portion of the drain broke off and was not removed from the patient. It was reported that at the end of (B)(6) 2018, the patient underwent a CT scan which showed a foreign body present under the right breast. It was reported that on (B)(6) 2018, the patient underwent surgical removal procedure of the retained portion of the drain. It was also reported that the patient experienced bronchospasm, acute respiratory distress and hypoxia. No further information is available